Event description:
The rptr stated the surgeon inserted an aq2015a silicone three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The rptr stated another same model lens was implanted. The cartridge used has not been approved by the manufacturer for use with this model lens and is off-label use.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic was torn off and missing. One haptic was torn. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: based on the complaint history and the eval of the returned product a likely root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens.